Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the root cause of the cai cannot be confirmed. However, it is possible that the error in crimping the sapien valve to align with the back balloon shoulder and not within the marker bands caused the valve to be off center on the delivery balloon upon deployment, which may have led to unsymmetrical expansion of the valve and the subsequent inadequate leaflet coaptation and cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve via a transfemoral approach, severe central aortic insufficiency (cai) was noted on tee, which required the implantation of a second sapien valve within the first. After the initial report, the medical records pertaining to the event were obtained. Per the operative note, during valve deployment the physician noticed that the sapien valve was not centered on the deployment balloon, but was rather relatively aortic near the aortic shoulder of the deployment balloon. Nevertheless, deployment appeared adequate and there was no significant movement of the sapien valve or evidence of malpositioning. However, aortic root angiography as well as transesophageal echocardiography (tee) demonstrated evidence of significant cai. Due to the suboptimal centering of the valve on the deployment balloon, the physician decided to post-dilate the valve with the deployment balloon. Following post dilation, there continued to be severe cai. Tee demonstrated that one of the leaflets of the sapien valve was not closing/coapting. The physician attempted to treat this by gently touching the leaflet using the pigtail catheter as well as a standard 0.035 inch j-tipped wire through the pigtail catheter. The physician also removed the stiff wire from across the valve and placed a pigtail into the left ventricle. Despite these maneuvers, there continued to be severe central aortic regurgitation with continued evidence of incomplete coaptation of one of the sapien valve leaflets. There was also clinical evidence of severe aortic regurgitation with worsening pulmonary hypertension and significant st depressions on the telemetry. The physician therefore made the decision to place an additional 23mm sapien valve within the first. These all promptly resolved with the placement of the second sapien valve. A final aortic root angiogram was performed via a 6-french pigtail catheter demonstrating excellent position of the transcatheter heart valve with mild aortic regurgitation. Tee at this time demonstrated no cai and mild posterior paravalvular regurgitation. The patient was noted to have been extubated and doing well post procedure. Upon investigation, it was learned that the sapien valve was mistakenly crimped to align with the back balloon shoulder marker and not the valve target markers, which caused the valve to be off centered. Following the procedure, an edwards representative retrained the operator on the proper valve crimping technique. No edwards representative was present at the tavr procedure.